Manufacturer narrative:
Additional devices listed in this report: cat #unknown, lot #unknown, description: 54 tritanium cluster cup, cat #unknown, lot #unknown, description: 6.5 x 25 screw, cat #unknown, lot #unknown, description: 6.5 x 20 screw, cat #unknown, lot #unknown, description: size 3 127 degree accolade ii stem, cat #unknown, lot #unknown, description: 36 plus 0 bilox head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Removal of all total hip implants. Patient had mrsa. Left failed total hip arthroplasty. Complication internal fixation. Revision left posterior total hip arthroplasty with antibiotic spacer.